Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose at the time of the incident was 125 mg/dl. Troubleshooting was performed and the customer was able to prime without an alarm. It was explained that the alarm was caused by a set/reservoir occlusion. The reservoir will be returned for analysis.